Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection around coil and receiver. Subsequently, the device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.